Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:28:18. During night drain cycle five, the patient's ultrafiltration reading was 1527ml, indicating the home patient (hp) drained 1317ml more than their maximum programmed fill volume of 2100ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. The cause was determined to be use error, as the tidal total ultrafiltration (uf) removal was set too low. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. The product code is unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.